Event description:
It was reported that a malfunction occurred on the customer's pump on 01/22/26, and the customer has been using multiple daily injections (mdi). There was no adverse impact to the customer¿s blood glucose level. The caller was assisted with resetting the pump by technical support, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction recurred, which the customer understood.